Manufacturer narrative:
Investigation summary: as there is no sample returned for investigation, a review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection site.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection site.